Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Medwatch: (B)(4).

Event description:
It was reported that during ureteroscopy with laser lithotripsy procedure, the fiber broke off outside of patient. The procedure was completed with another fiber without patient complications.